Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast reconstruction with a 300cc mentor memorygel breast implant and experienced left-sided rupture and capsular contracture (unknown grade) postoperatively. The patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: smpx325, left serial #: (B)(4), right catalog #:3506004bc, right serial #:(B)(4) on (B)(6)-2022. The diagnosis was confirmed by the patient¿s surgeon upon explantation. The patient¿s symptoms were improved after the revision surgery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown . Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 28-mar-2022, mentor received additional information regarding the reason for the revision surgery. The patient underwent the revision surgery due to right-sided deformity and left-sided capsular contracture. Upon explantation, the left-sided device was observed to be ruptured, and the right-sided device was flipped. On (B)(6) 2022, mentor received additional information regarding the capsular contracture. The baker grade of the capsular contracture was baker grade iii. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-apr-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).